Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported by the surgeon the gasket started leaking "pneumo" on the 511sd trocar and they pulled a new 511sd to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Tracking #.55225/j. D5,6; h4: info not available. Based upon inquiry info rec'd, visual examination and functional test, a clip would not allow the flapper door to close causing the leakage. No conclusion could be reached as to how the clip was left inside the instrument.